Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens, worn out keypad, dirty pump, worn rear label, worn out upstream sensor seal and contaminated downstream sensor seal; tamper seals were missing. There was no evidence of the error or reported problem in the event history log. The reported problem was not duplicated. No fault was found. No corrective action was taken. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that there was a cassette assembly issue. No patient injury was reported.